Event description:
(B)(6). Pt had a vaginal delivery on (B)(6) 2014 and there was an unsuccessful attempt to remove the epidural catheter post delivery. Required return to operating room for catheter removal by neurosurgeon (hip intact). Pt has persistent back pain that interferes with her attempts to increase activity post delivery.